Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mandibular titanium plate fixation, when creating a pilot hole for fixing a titanium plate to the mandible, the tip of the tool designed specifically for plates was bent by 75° and could not be used j depuy synthes business) and the attachment broke and a ball came out from inside the attachment. The health care profession tried again, but when checked the operation, the tip of the tool was bent by 75° and could not be used. Plate fixation was abandoned and the incision was closed. It was also reported that the attachment couldn't able use properly even when a replacement device was taken out, it did not resolve and there was dela in procedure for 10 to 30 minutes. Additional information regarding the patient impact was being followed up from the facility. On followup it was reported that the procedure was got completed with out any postpone of procedure and there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis:evaluation could not reproduce the malfunction of detached component, will not retain tools. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: evaluation determined that the one bearing is missing. The likely cause was identified as bearing broken due to inadequate preventive maintenance. It was also noted that the tool bur could not be fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.